Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade IV".

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: deformation, particle and crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade IV". Device has been explanted and replaced.